Event description:
It was reported that during use of the bd¿ IV administration set cfn120 bp hs there was leakage at the air vent. The following information was provided by the initial reporter: air vent leakage.

Manufacturer narrative:
H.6. Investigation: investigations: 2 samples were returned to hanscent, lot number is 20190321. Inspection of complaint samples: 1) 2 cen120 samples received, connect the samples to saline bag, one sample was confirmed solution leaked from air vent as description in the pir, and the other one showed no issue. 2) the infusion process can be continuing normally when air vent cap closed. 3) cut off the air vent to check whether the air filter was properly assembled which was found air filter broken around the air vent. Retention samples inspection: 1) 10 pcs IV set cfn120 retention products of lot 20190321 have been randomly sampled to check leakage, and no issue found. 2) according to the hanscent quality agreement with bd, the hydrophobic and antibacterial filter must bear an over pressure of 80 cm of water column for 15 min. Pressure of 80 cm of water column equals about 8kpa. For safety reason, 300 pcs assembled drip chamber have been sampled and conducted filter leakage test with the air vent open under 15kpa, and no issue found. DHR review: hanscent reviewed the manufacturing record for lot 20190321, no abnormality observed. Process checking: a similar air vent leakage issue of lot no. 20190128 occurred on (B)(6) 2019, and another similar one of lot no. 20190321 occurred on (B)(6) 2019, which were also air filter broken around the air vent. And both issues were caused probably by the assembly process. Customer use simulation: 10 cfn120 IV sets were connected saline bags to simulate customer use. It was found that there might be solution leaking from IV set air vent when collapsible bag was squeezed hard. However, the infusion process would continue normally if air vent cap closed. Therefore, the IV set air vent leakage pressure was inspected with saline solution and 10 pcs samples. It showed that the air vent would leak when pressure on saline collapsible bag above 158n. Root cause: from investigations of assembly process, no issue found about the air filter assembly. Check the air vent assembly, the air vent is assembled after air filter, air filter broken position is around the air vent; and the air filter is composite with different material layers easy to break if rubbed by hands, so the filter was probably broken by the air vent which was assembled deeper than setting. The depth of the air vent assembly is controlled by an air-operated pole. After discussion with the machine maintainer, there¿s possibility the pole presses the air vent a bit deeper when the screw was loosened leading to the air filter broken. There is another possibility of the nurse squeezing the collapsible bag hard which leading to the air vent leaking. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ IV administration set cfn120 bp hs there was leakage at the air vent. The following information was provided by the initial reporter: air vent leakage.